Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: there was no allegation of over delivery. Low was treated with food/carbohydrates. There was no emergency medical services/ambulance/emergency room visit. Customer said the low was due to her taking insulin shots because in the past she had failed to rewind the pump while changing the reservoir. She wanted to use the insulin shots for a while. Customer did not feel okay to continue troubleshooting. Pump was not used at the time of the low. It was unknown if pump was used within 48 hours of the low. Smartguard was not used at the time of the low. Customer will not use the pump for a while. Pump is not returning for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery. The customer reported blood glucose value of 52 mg/dl. The customer reported hypoglycemia was treated with glucose/carb intake, ems (emergency medical services)/ambulance/ER (emergency room) visit with the symptom of weakness. The event involved product(s) mmt-1884, mmt-342g, mmt-431ag, mmt-7040a. Troubleshooting was partially performed and it was unknown whether the insulin pump was utilized within 48 hours of the event also it was unknown whether the auto mode feature was active or not. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-342g. No product return is required for mmt-431ag. No product return is required for mmt-7040a.